Event description:
Flowmeter set to 3 lpm no flow heard.

Manufacturer narrative:
Western's quality department received notification of receipt by us mail of the medwatch report from a user facility. Following several phone attempts, contact was made with facility rep on 12/28/07. The following info was determined based upon info provided: unit appears to be a 0-15 lpm flowmeter, unit MFR date of july 1989 based upon marking on flowmeter body, customer alleged there was no flow heard exiting the unit when float ball registered 3 lpm. During follow-up phone call on 1/7/08, it was explained to rep that the malfunction as reported is physically impossible. It is not possible for a thorpe tube back pressure compensated flowmeter to have the float ball registering at 3 lpm without the flow of gas through the unit, unless the ball is somehow physically stuck in that position. Julie explained that bio-med services at the hospital tried unsuccessfully to duplicate the failure. They were unable to confirm the alleged malfunction. According to the rep, the consensus now is that the probable cause of the reported malfunction was user error.